Manufacturer narrative:
Both sides of the exposed portion of the soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250805.005, hardware: pixel 9 pro, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was around 270-280 mg/dl. The pod was worn on the stomach for approximately 15 hours. Slight bleeding was noted and details regarding treatment were not provided. Upon investigation, the exposed portion of the soft cannula were observed to be torn.